Event description:
Complainant alleged that while attempting to treat a patient the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device has been received for evaluation and this complaint is still under investigation.